Event description:
It was reported that the bipolar atrial lead impedance was >2500 ohms and unipolar impedance was 396 ohms. The device was programmed to the unipolar configuration. The patient was not pacemaker dependent and will be monitored.